Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that while using the ilet system, the user experienced recurrent low glucose events, including an episode with a nadir of 67 mg/dl and multiple daily occurrences despite prior target adjustments and additional training, with consideration for an algorithm reset. Symptoms included hypoglycemia without loss of consciousness or other acute effects. Outcomes included self-treatment with oral carbohydrate and no need for assistance or professional medical intervention. Investigation included troubleshooting and user education regarding algorithm steps and operation. Investigation of this case revealed that the cause of the hypoglycemia remained unclear and was not linked to a confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.